Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), menometrorrhagia ("heavy irregular menstrual bleed"), back pain ("severe back pain"), adverse event ("abnormal symptoms") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, back pain, adverse event and menorrhagia outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, menometrorrhagia, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirming full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs was received. New event menorrhagia was added. Patient demographic was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), menometrorrhagia ("heavy irregular menstrual bleed"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menometrorrhagia, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, menometrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 25-jun-2009: confirming full occlusion fallopian tubes company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.